Event description:
Thre integra syringe was used to administer medication through a dialysis port. The diaysis port is pressurized. When the clinician pressed the plunger, blood backed up into the syringe causing a blood exposure to the eye.